Manufacturer narrative:
The complaint of the needle puncturing the catheter was confirmed and the cause appeared to be associated with use. Two photographs were provided for investigation, which showed a needle protruding through the 22g nexiva IV catheter tubing. The tubing was bent at the puncture site. The sample exhibited evidence of use. Due to the presence of what appeared to be blood residue within the catheter tubing, it appeared that the device was able to access the vessel. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." No defects associated with the manufacturing process could be identified from the photograph. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The flexible catheter is the part that bent. The needle appears to have punctured through it. The nurse said that she didn¿t do anything differently than insertions with these new ivs that she successfully placed. Customer responded on (B)(6) 2025 describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No injury to the patient. The IV insertion attempt had to be aborted, however, because the malfunction would not allow the nurse to advance the catheter. A second rn placed a different IV following the event.